Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2d7vm, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced symptom return. They denied any falls, etc. The healthcare provider did programming changes, with no benefit to the patient. An x-ray was also taken and it appeared to be in good placement. The patient was not as pleased with the therapy after initial implant as they saw during their basic evaluation. The healthcare provider decided on a lead revision (replacement), which occurred on (B)(6) 2021. The issue was resolved at the time of the report. There were no device issues nor further patient complications reported at this time.